Manufacturer narrative:
Section b5 - executive summary: update - based on additional information received from the site on 5-feb-2021 clarified that there was no relationship between the adverse event patient¿s stroke with the subject device balloon catheter. The site has updated the malfunctions related to the subject device balloon catheter from yes to no. Section b1 adverse event: corrected: no adverse event . Section b2: outcomes attributed to ae: corrected: no other serious (important medical events) / hospitalization-initial or prolonged. Section h1: type of reportable event: corrected: no serious injury . The device history record review confirms there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. A labelling and risk review could not be performed as there was no allegation of failure or malfunction against this device. Additional information provided by the customer indicated that the subject flowgate2 bgc performed as intended and there was no allegation of device malfunction during the procedure. The flowgate2 bgc was confirmed to be in good condition prior to use and was prepared as per the dfu. Based on additional information received from the site on 5-feb-2021, it was clarified that there was no relationship between the adverse event (stroke) and the subject flowgate2 balloon catheter. Therefore, 'device within specifications' has been assigned to this complaint with an assignable cause of undeterminable. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that beyond 48 hours after the study procedure, the patient developed a stroke from the right middle cerebral artery (m1) region which resulting in inpatient hospitalization. Medical management was administered, and the event was resolved in the next day. The study facility reported that the relationship of the stroke to the subject device balloon guide catheter, retriever, the distal access catheter, the aspiration pump and to the index procedure. No further information is available. Update information: based on additional information received from the site on 5-feb-2021 clarified that there was no relationship between the adverse event patient¿s stroke with the subject device balloon catheter. The site has updated the malfunctions related to the subject device balloon catheter from yes to no.

Manufacturer narrative:
This is 3 of 4 reports. The subject device is unavailable to manufacturer.

Event description:
It was reported that beyond 48 hours after the study procedure, the patient developed a stroke from the right middle cerebral artery (m1) region which resulting in inpatient hospitalization. Medical management was administered, and the event was resolved in the next day. The study facility reported that the relationship of the stroke to the subject device balloon guide catheter, retriever, the distal access catheter, the aspiration pump and to the index procedure. No further information is available.

Manufacturer narrative:
The device history record review confirms there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the subject device balloon guide catheter performed as intended and there was no allegation of device malfunction during the procedure. The subject device balloon guide catheter was confirmed to be in good condition prior to use and was prepared as per the dfu. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. Therefore, a probable cause of anticipated procedural complication will be assigned to this event.

Event description:
It was reported that beyond 48 hours after the study procedure, the patient developed a stroke from the right middle cerebral artery (m1) region which resulting in inpatient hospitalization. Medical management was administered, and the event was resolved in the next day. The study facility reported that the relationship of the stroke to the subject device balloon guide catheter, retriever, the distal access catheter, the aspiration pump and to the index procedure. No further information is available.